Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify motor error alarm due to missing spring. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear alarm and able to rewind. Customer stated that drive support cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.